Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a 16-5301-0 - micropore-surgical tape 1x10yds. The patient asked if her nurse had put transparent dressings on her prescription. I advised the patient that she had. The patient stated that she used to use the tape that was on her new patient delivery, but it completely ravaged her skin. The patient stated that it looks like someone punched her because her skin was black and blue from using the tape. She stated it became so irritated and had to use coconut oil to repair her skin. She stated that she still uses the tape, but only to tape the gauze to her catheter and not to her skin. No rga needed because the patient is still using the tape. I sent out the bioclusive transparent dressings on order (B)(4). "There was patient involvement and". "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".